Manufacturer narrative:
(B)(4)

Event description:
It was reported during the patient's hf sensor implant procedure, the physician was unable to advance the sensor into pulmonary artery due to the patient's anatomy. The physician attempted multiple times to no avail. Subsequently, the procedure was abandoned. Reportedly, the patient's condition was stable. No allegation was reported against the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.